Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of corrosion on light guide lens is traced to component failure. However, probable cause for white foreign material in the air-water channel and cylinder could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white foreign material in the air-water channel and cylinder, as well as corrosion on the light guide lens. There was no patient involvement.